Manufacturer narrative:
The technician found that the bed functioned to specifications and could not duplicate the issue, no repair needed.

Event description:
The account alleged that the foot articulation had a self-run. No injury reported.